Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, one curved opening and flat creases. A microscopic analysis and leak test were performed which identified, one opening striated. And void, >1 mm in non-textured valve-to shell-bond area. Fill inspection was performed and identified, no blockage in the valve. Based on the device analysis, the final assessment is: one opening striated in the side plug strap bond edge assessed, as surgical damage.

Event description:
Healthcare professional reported, left side deflation. The device has been explanted.